Manufacturer narrative:
This case was initially received via regulatory authority ansm (reference number: (B)(4)) on 09-aug-2017. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain lower ("pain and burning in lower abdomen") in a female patient who had essure (batch no. 946766) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "x-ray showed three essure inserts" in 2012. On an unknown date, the patient had essure inserted. In 2012, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), arthralgia ("joint pain"), abdominal distension ("bloating"), paraesthesia ("tingling in legs and hands"), gastric disorder ("stomach problems"), cardiovascular disorder ("circulatory problems"), fatigue ("major chronic fatigue / more and more oppressive chronic fatigue"), abdominal discomfort ("pain and burning in lower abdomen"), vision blurred ("blurred vision and irritated eyes from morning to night"), eye irritation ("blurred vision and irritated eyes from morning to night"), headache ("headache"), migraine ("migraine"), glossitis ("irritated tongue"), upper-airway cough syndrome ("dripping in back of throat"), night sweats ("night sweats"), pruritus ("itching"), menorrhagia ("heavy menstrual bleeding and smell of iron"), menstrual disorder ("heavy menstrual bleeding and smell of iron") and blood test abnormal ("disturbance of blood test result"). The patient was treated with surgery (removal of essure with laparoscopic bilateral salpingectomy on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain lower, arthralgia, abdominal distension, paraesthesia, gastric disorder, cardiovascular disorder, fatigue, abdominal discomfort, vision blurred, eye irritation, headache, migraine, glossitis, upper-airway cough syndrome, night sweats, pruritus, menorrhagia, menstrual disorder and blood test abnormal outcome was unknown. The reporter considered abdominal discomfort, abdominal distension, abdominal pain lower, arthralgia, blood test abnormal, cardiovascular disorder, eye irritation, fatigue, gastric disorder, glossitis, headache, menorrhagia, menstrual disorder, migraine, night sweats, paraesthesia, pruritus, upper-airway cough syndrome and vision blurred to be related to essure. The reporter commented: the problems appeared after placement of essure and worsened over time. Removal of essure with laparoscopic bilateral salpingectomy scheduled for (B)(6) 2017. Salpingectomy on (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): blood test - on an unknown date: disturbance of blood test x-ray - on an unknown date: three essure insert. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-sep-2017: quality-safety evaluation of ptc. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on 05-sep-2017 for the following meddra preferred term: abdominal pain lower. The analysis in the global safety database revealed 464 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the consumer or regulatory authority is not possible. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This case was initially received via regulatory authority (B)(4) on 09-aug-2017. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain lower ("pain and burning in lower abdomen") in a female patient who had essure (batch no. 946766) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "x-ray showed three essure inserts" in 2012. On an unknown date, the patient had essure inserted. In 2012, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), arthralgia ("joint pain"), abdominal distension ("bloating"), paraesthesia ("tingling in legs and hands"), gastric disorder ("stomach problems"), cardiovascular disorder ("circulatory problems"), fatigue ("major chronic fatigue / more and more oppressive chronic fatigue"), abdominal discomfort ("pain and burning in lower abdomen"), vision blurred ("blurred vision and irritated eyes from morning to night"), eye irritation ("blurred vision and irritated eyes from morning to night"), headache ("headache"), migraine ("migraine"), glossitis ("irritated tongue"), upper-airway cough syndrome ("dripping in back of throat"), night sweats ("night sweats"), pruritus ("itching"), menorrhagia ("heavy menstrual bleeding and smell of iron"), menstrual disorder ("heavy menstrual bleeding and smell of iron") and blood test abnormal ("disturbance of blood test result"). The patient was treated with surgery (removal of essure with laparoscopic bilateral salpingectomy on (B)(6) 2017). At the time of the report, the abdominal pain lower, arthralgia, abdominal distension, paraesthesia, gastric disorder, cardiovascular disorder, fatigue, abdominal discomfort, vision blurred, eye irritation, headache, migraine, glossitis, upper-airway cough syndrome, night sweats, pruritus, menorrhagia, menstrual disorder and blood test abnormal outcome was unknown. The reporter considered abdominal discomfort, abdominal distension, abdominal pain lower, arthralgia, blood test abnormal, cardiovascular disorder, eye irritation, fatigue, gastric disorder, glossitis, headache, menorrhagia, menstrual disorder, migraine, night sweats, paraesthesia, pruritus, upper-airway cough syndrome and vision blurred to be related to essure. The reporter commented: the problems appeared after placement of essure and worsened over time. Removal of essure with laparoscopic bilateral salpingectomy scheduled for (B)(6) 2017. Salpingectomy on (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): blood test - on an unknown date: disturbance of blood test; x-ray - on an unknown date: three essure insert. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred terms. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred term: abdominal pain lower: the analysis in the global safety database 415 revealed cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the consumer or regulatory authority is not possible. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.